Event description:
The clinician reports the implant was inserted (B)(6) 2018 in ada 6. On 2023-11-21, the implant was removed upon patient¿s request. Patient presented with fair oral hygiene and inadequate bone quality/quantity. The device was forwarded to the manufacturer. At the event the patient experienced: infection and pain. No further patient complications were reported.